Event description:
Patient was on ventilator. Ventilator showed that patient was apneic and had no return volume on screen. Patient was removed from ventilator. Patient was then ambu bagged. The filters and quc was changed. Patient was then returned to ventilator. 30 mins later, same situation. Patient was removed from ventilator and placed on another ventilator. Situation did not happen on new vent.